Event description:
Edwards received information that this aortic bioprosthetic valve exhibited severe aortic regurgitation and peak gradient above expected range at one (1) year after implant. Device remained implanted. Through further investigation, it was noted this (B)(6) female had severe perivalvular leak at the one year post-op echo. She was hospitalized a couple months later. Only noted symptom between avr and time of hospitalization was orthopnea. It was reported the patient expired. Date of death and cause of death are unknown.

Manufacturer narrative:
(B)(4). It was reported that this patient experienced aortic regurgitation and perivalvular leak. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. It was also reported the patient expired; cause of death not provided. In this case, there is insufficient information to conclusively determine the root cause of the patient's regurgitation or death. No further actions are possible with the available information at this time.

Event description:
Edwards received additional information indicating one (1) year post-implantation of this device, the patient exhibited severe progressive aortic regurgitation and thickened leaflets. Further information received indicates the patient expired after an implant duration of one (1) year, three (3) months. The reason for expiration is unknown but it was indicated the patient was discharged against medical advice. The device remains implanted and no additional details were provided.

Manufacturer narrative:
Patient exhibited peak gradient above expected range but did not exhibit thickened leaflets.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Thickened leaflets. Additional manufacturer narrative: although there have been attempts to receive further information regarding the event, no additional information was provided to edwards that indicated there was a quality deficiency of the device that contributed to the patient's death.